Manufacturer narrative:
A united states customer contacted the siemens customer center (ccc) and reported that the system checks for the heterogenous module (hm) wash failed on a dimension exl 200 instrument. Siemens requested that the customer replace the 2500 microliter wash syringe. The lab technician was unable to perform the recommended troubleshooting. Two days later customer again contacted siemens and stated that the lab technician had a small cut on her finger when she ran her hand over the backside of the glass syringe checking for cracks instead of checking it visually. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the system and found that the hm pump was failing to home. Then the cse replaced the syringe, cleaned, and lubed the gears and guide rod, tested the home sensor, reseated all electrical connections, and verified syringe gaps. Then the cse performed a titration and system check which recovered acceptably. All quality controls (qc) passed within acceptable range. Siemens further investigated the issue and concluded that this is an isolated event and not a product problem. The lab technician did not take necessary precautions while performing maintenance procedures as defined in the dimension exl200 system operator's guide. The cause of the event is use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A lab technician reported that she had a cut on her right-hand index finger while performing routine maintenance on a dimension exl 200 instrument. The lab technician stated that she sustained the cut while attempting to replace a heterogenous module (hm) wash syringe which was leaking on the pump panel. The lab technician confirmed that the emergency room (ER) department cleaned the cut and applied antiseptic. The technician did not undergo any other medical treatment beyond the initial first aid. There are no known reports of patient intervention or adverse health consequences due to the incident.